Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 3rd, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that he compared his dario meter to his cgm and there is a thirty percent difference between the two devices.